Manufacturer narrative:
An opened package was returned for evaluation. As the packaging was opened it is not possible to say when the hair got into the blister. The production team was informed of the complaint, and packaging procedures were reviewed. A review of manufacturing records found no discrepancies. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affilate, a strand of hair was found inside the sterile packaging of a bactiseal evd catheter. Incident caused a 3 minuted delay but no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.